Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
It was reported that the patient passed away. The reporter did not provide any further information, however they stated the patient passed away, "last week" (exact date was not provided). Attempts were made to obtain additional information about the event, but there was no answer, so a voice message was left to call us back.